Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent vns replacement surgery due to an intensified follow-up indicator, or ifi, status and the desire for a newer model generator. The explanted vns generator and lead were received by the manufacturer. Lead product analysis was completed. Abraded openings were noted on the outer and inner silicone tubing of the lead coils. Additionally, scanning electron microscopy, or sem, images of the positive coil suggest the coil was exposed to electrocautery in the vicinity of the coil cut end. The dried remnants of what appear to have been body fluids were observed in the inner and outer silicone tubing. No obvious point of entrance was observed other than the identified openings and the end of the return lead portion. It should be noted that since a portion of the lead, including the electrode array, was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than the mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. Generator product analysis was completed. The allegation of low battery was verified in the product analysis, or pa, lab. The battery measured 2.750 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, condition. An end of service, or eos, message was observed in the pa lab and found to be associated with pulse disablement of the generator. The electrical performance of the generator in the pa lab was used to conclude that no anomalies existed and the pulse disablement of the generator was due to exposure to electrocautery during explant. The pulse disabled byte was reset and diagnostics were as expected. The generator performed according to functional specifications. Beyond the pulse disablement condition, there were no performance or other adverse conditions found with the generator. No additional relevant information has been received to date.